Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient himself over bolus the insulin which led to low blood glucose levels. The patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 . The patient's blood glucose level was ranged between was 36-42 mg/dl. The duration of hospitalization was less than 24 hours. No additional information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.